Event description:
Reported by end user hosp that when opening shipping carton it was noticed that the packaging of several sterile manifolds contained holes where the manifolds had punctured the packaging. The devices were not used.